Manufacturer narrative:
The available information suggests that the device remains inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, boston scientific received information that this device was explanted in (B)(6) 2011 and was replaced with a competitor device. To date, the device has not been received at boston scienbtific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, the device was received at boston scientific's return products department in (B)(6) 2011. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity and the device's life cell capacity was within normal variation. Microscopic visual inspection identified tool marks on the device casing. All of the seal plugs were intact and all of the setscrews operated normally. The device was put through and passed a series of automated diagnostic testing. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this clinic nurse contacted technical services in (B)(6) 2010 to request a longevity estimate. Technical services informed the clinic nurse about elective replacement indicator (eri) values based on monitoring voltage and charge time. Subsequently, boston scientific received information that this clinic nurse contacted technical services to report that the device, according to the patient, was generating beeping tones. The patient was seen in the clinic and the device was successfully interrogated. The device had triggered eri in (B)(6) 2010. The monitoring voltage was 2.56 volts and was associated with a charge time of 19.2 seconds. Technical services commented that eri had been triggered by charge time. The clinic nurse was informed that all therapy remains but would recommend that the patient be scheduled for device replacement since eri has been triggered. Technical services recommended that the beep-on-eri be programmed off. The clinic nurse planned to discuss further with the physician and schedule the patient for device replacement.